Event description:
Reporter indicated pt was experiencing an increase in seizures believed to be due to generator end of svc. No further info is available from the reporter. The pt will be evaluated by the reporter and co rep in the near future to establish if the vns sys is functioning properly.